Event description:
Pt reports revision to address acetabular loosening. Additionally, medical records received on (B)(6) 2010 indicate evidence of metal debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.